Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose. Blood glucose reading was 400 mg/dl which was treated with bolus only on insulin pump. Customer was using auto mode during the high blood glucose incident. Customer stated that everything was working properly on the insulin pump afterwards. Customer declined to continue troubleshoot for the high blood glucose incident. The insulin pump will not be returned for analysis.